Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the blunt tip trocar co2 port of vasoview hemopro 2 was missing the blue one-way valve so the surgeon set it aside and opened a new kit. Issue was noticed during setup for the procedure. No delay. No harm to patient.